Event description:
The pt was implanted with a vascular access graft in a loop configuration in the forearm. The physician reported to the distributor that during angiographic examination, an aneurysm was confirmed at the point of cannulation due to dialysis two days prior. A 5 cm section of the graft was removed and replaced.

Manufacturer narrative:
The device was received by the manufacturer and is pending histopathology results.